Manufacturer narrative:
The end-user reported that they did not receive low pressure alarms when they disconnected the gas hoses from the supply gas source, but they were able to calibrate the oxygen (o2) sensor without error. The heart lung machine (hlm) worked as intended during the procedure including the blood gases being normal and the inline fraction of inspired oxygen (fio2) sensor working. After the procedure, the end-user disconnected the air and o2 gas lines and did receive the low pressure alarms as expected. The manufacturer's technical support specialist informed them that the epgs must have a gas flow of at least 0.2 liters per minute (l/min) to activate the gas alarms. Flow below 0.2 l/min are not enabled and do not alarm.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) pressure alarms did not work. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated blocks: d10 and h3. H3: 81 evaluation is in progress, but not yet concluded.

Manufacturer narrative:
Updated blocks: h3 and h6. The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed the electronic patient gas system (epgs) to function as intended. Per data log review, on (B)(6) 2019 at 10:30:17 am a perfusion screen was opened. Flow was still set to zero liters per minute (l/min). No under pressure alarms will be reported while flow is at zero l/min. Calibration was successfully performed at 10:41:58 am. There was no indication either gas source was disconnected, calibration is not allowed if either gas pressure is low. It looks like after the case, while flow was still set to 2.92 l/min, both air and oxygen were disconnected and the gas system does report that. There was no indication of a gas system problem in the log. It is possible the user is not aware that a low pressure alarms will not occur if the flow setpoint is at zero l/min. Per service repair technician (srt), no testing or repairs will be performed since unit has reached its end of service life (eosl). If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.